Event description:
A 12-lead ECG was acquired while monitoring a pt with the device. Reportedly, when the operator pressed the device record button, the device would not print. At some unspecified period of time later, it was observed that three horizontal lines of varying intensity were displayed across the device crt. The device display spontaneously returned to normal.